Event description:
A teleflex weck facial closure device cat # efx002 became stuck between the skin and the fascial layers. The device broke when trying to remove, two plastic pieces came apart and one was stuck in the patient. This required an incision to locate the piece and an addition 30 minutes in the operating room. FDA safety report ID # (B)(4).